Manufacturer narrative:
Qn# (B)(4).

Event description:
Complaint description: md was performing the procedure according to IFU. Md put the introducer needle in raulerson syringe, and it was loose. The md used a new kit and finished the procedure.

Manufacturer narrative:
(B)(4). The customer returned an arrow raulerson syringe (ars) for evaluation. The introducer needle was not returned. Visual examination of the ars did not reveal any defects or anomalies. The ars was attached to lab inventory introducer needle and it fit snuggly with no indication that it was loose. Water was aspirated into the syringes and no air bubbles were present. A device history record review was performed and no relevant findings were identified. The report of a loose connection between the syringe and introducer needle could not be confirmed through evaluation of the returned ars. The ars passed visual and functional testing. The introducer needle was not returned by the customer for evaluation. A device history record review was performed and it did not reveal any manufacturing related issues. A potential root cause could not be determined since the defect could not be reproduced and the needle was not returned for evaluation. Teleflex will continue to monitor and trends for reports of this issue.

Event description:
Complaint description: md was performing the procedure according to IFU. Md put the introducer needle in raulerson syringe, and it was loose. The md used a new kit and finished the procedure.